Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized for low blood glucose levels, with a reading of 56 mg/dl. The customer stated that she was found on the floor by her husband after she had fallen and broken her femur. The customer did not feel well enough to troubleshoot, but she stated that she didn't feel the insulin pump had anything to do with the event. The customer was advised to call back for troubleshooting once she felt better. Nothing further was reported.